Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
Boston scientific received information that the patient presented to the emergency room following a physical altercation. It was noted that the patient may have been hit in the area of the implantable cardioverter defibrillator (ICD). Upon interrogation oversensing of noise on the right ventricular (rv) channel that was being sensed as ventricular fibrillation (vf). This led to the patient receiving anti-tachycardia pacing (atp) inappropriately. The noise was able to be reproduced with arm movements and isometrics. The cause of the noise was unknown. No programming changes were made as there was no pacing inhibition. It was further noted that the patient is not complaint with follow ups. Almost one and a half years later the patient presented to the emergency room. Upon interrogation noise on the rv channel that was oversensed and led to multiple inappropriate atp was observed. No shock had been administered and there were no adverse patient effects. The field representative noted that the patient does not attend in office interrogations, but will present to the emergency room. During this interrogation the shock impedance on the high voltage rv lead was noted to have increased from 80 ohms one year earlier to 125 ohms. The patient was instructed to follow up with their physician. At this time it is unknown if the patient followed up at the physician's office. The ICD and rv lead remain in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that the right ventricular (rv) lead continued to exhibit oversensing of noise. A revision procedure was performed where under fluoroscopy a break in rv lead insulation was noted in the pocket area. Subsequently the rv lead was surgically abandoned and successfully replaced. The implantable cardioverter defibrillator (ICD) remains in service. No additional adverse patient effects were reported.